Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. B3: event date is the publication date of the article. G2: lima njzc, karatosun v. Extensive femoral bone loss following two-stage periprosthetic joint infection treatment: persistent challenges in proximal femoral replacement. Arthroplast today. 2025 dec 11;36:101906. Doi: 10.1016/j.artd.2025.101906. Pmid: 41479873; pmcid: pmc12754224. G2: foreign: turkey. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The article reported a patient with right zss femoral implant and muller cage underwent proximal femoral revision due to unknown reason 7 months post index surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. X-rays were provided in the ja; however it is unknown if they are related to the patient in the complaint. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.